Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion was set to infuse at 50ml/hr. Over 2 hours but it reportedly ran for 3 hours and 45 minutes. The infusion was a premixed baxter bag of sodium chloride 3%. This was reported to bd representatives during site visit. There was patient involvement but no harm. Although requested, no further information was provided.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an under infusion (event 2) was not determined because no products or device logs were returned.

Event description:
It was reported that the infusion was set to infuse at 50ml/hr. Over 2 hours but it reportedly ran for 3 hours and 45 minutes. The infusion was a premixed baxter bag of sodium chloride 3%. This was reported to bd representatives during site visit. There was patient involvement but no harm. Although requested, no further information was provided.